Event description:
A pt care representative reported that a pt who had undergone bilateral lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in both eyes on the first day post-op. At three weeks post-op, the pt was prescribed topical cyclosporine drops and artificial tears. This report concerns the pt's right eye. On the first day post-op, the topical steroid drops were increased to treat the dlk. At three weeks post-op, the pt was prescribed topical cyclosporine drops and artificial tears. The pt has not returned to the clinic after that visit.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).